Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) had removed a supply bag while they were connected for therapy on the homechoice (hc) device. The technical service representative (tsr) explained to the hp that they should never disconnect a bag while being connected for therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The homechoice and homechoice pro apd systems patient at-home guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.